Event description:
The customer reports that the safety mechanism malfunctioned causing a needlestick injury. As of now, no UDI#. A 62 year old female was performing a hand draw procedure when they had received a needlestick injury. It was a dirty stick as patient had been drawn. The site area is washed and followed up with the ER. Follow serial blood draws at 6 weeks, 3 months, 6 months post exposure. Lni filed. All follow up through occupational health clinics. Only one reported device injury at this clinic for this device.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 10/22/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.